Manufacturer narrative:
Additional concomitant medical products and therapy dates:allopurinol - 150mg dailynitropatch - 0.1mg per hourdentialia - 4mg dailyboniva - once monthlybupropion - 150mg twice dailyglipizide - 7.5mg dailyavandia - 4mg dailylisinopril - 40mg daily

Event description:
Reporter alleged the lancet needle will not retract in the softclix system. An accidental stick was reported; reporter stated that no medical trreatment was requested. A request was made for the return of the suspect device and replacement product was sent.